Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that while the customer was filling the cartridge insulin began leaking from the septum. There was no impact to the customer's blood glucose level.